Event description:
Following treatment with focused ultrasound for essential tremor on the left side, the physician reported that the patient had dysarthria, paresthesia, and ataxia. Following the treatment, the patient stayed for observation and will require physical therapy and steroid doses to mitigate fall risk.

Manufacturer narrative:
Known risk of the device. Dysarthria, paresthesia, and ataxia are known side effects listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Manufacturer narrative:
No device malfunction detected. Treatment parameters in line with typical range. Dysarthria, paresthesia, and ataxia are known side effects listed in the information for prescribers. These side effects may be related to edema that evolved into the internal capsule and is a known risk following focused ultrasound treatment. This edema is typically transient. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following treatment with focused ultrasound for essential tremor on the left side, the physician reported that the patient had acute dysarthria, paresthesia and ataxia. Following the treatment, the patient stayed for observation and required physical therapy and steroid doses to mitigate fall risk. According to the treating physician, the patient improved greatly over the next few days after the treatment.